Manufacturer narrative:
The axela sheath was returned after being used in the procedure with the delivery system.  The returned device was visually inspected and the following was observed:  deep scratches along the length of the sheath shaft; outer jacket damage near proximal end of distal flap. After removal of the outer jacket, damage observed on the proximal end of the distal flap; tip opened with wisp observed.  Due to the used condition of the returned device, dimensional inspection and functional testing were unable to be performed. During manufacturing, the device and its components were inspected/tested several of times.  The device was 100% visually inspected for any defects. In addition, the components are 100% visual inspection by both manufacturing and quality. These inspections indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review revealed additional similar complaints for sheath distal tip damaged.  Review of the complaint history from july 2018 to june 2019 revealed other similar complaints, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggests that patient/procedural factors may have caused or contributed to the similar events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for sheath shaft damaged was confirmed based on the return condition of the device. No manufacturing nonconformances were found during evaluation of the device. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. The exact root cause for the reported distal tip damage is unable to be determined. However, previous    investigation of this issue was previously made under a product risk assessment (pra). The assessment indicated that calcification could prevent the distal flap from returning to its original diameter after contraction. Additionally, interaction with suture-based closure devices during sheath retrieval could cause the reported distal flap damage and withdrawal difficulty. As such, it is possible that patient factors (calcification) and/or procedural factors (interaction with suture-based closure device) may have contributed to the complaint event. A CAPA was previously initiated to investigate issues of axela sheath tip damage that may result in patient injury.  Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, after retrieval of the second axela sheath, a peripheral stent was implanted on the right ilio-femoral tract. This was a tavr procedure with a 20 mm sapien 3 ultra valve in the aortic position via right transfemoral approach. Axela sheath was inserted after a shockwave utilization due to the huge calcification int the right ilio-femoral tract. Resistance was noted while advancing the ultra delivery system through the 1st axela sheath and was unable to advance.  The devices were removed.  New shockwave was performed. A second axela sheath was used and the valve was implanted successfully. After removal, the sheath was noted to be damaged in the distal part and a peripheral stent was implanted on the right ilio-femoral tract. As per medical opinion, a stronger shockwave therapy was needed before the implant.